Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation/slda appears to be due to challenging patient anatomy. The reported unexpected medical intervention (addl mitraclip / triclip same procedure) was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment when removing the lock line, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A second clip was placed to stabilize the first clip, reducing mr to 2+. Per the physician, the slda was due to the friable leaflets. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.